Event description:
It was reported by a healthcare provider (hcp) that this pacemaker device exhibited a remote monitoring alert indicating that the device reverted to safety mode with limited critical pacing therapy still available. Boston scientific technical services (ts) discussed with the hcp the device safety mode parameters, specifically right ventricular unipolar sensing and pacing which allows for a greater chance of pacing inhibition occurring. The patient was noted to be pace therapy dependent. Ts provided guidance that the device should be scheduled for replacement as soon as possible. The hcp acknowledged understanding and stated they will communicate this to the following clinic right away. Ts provided similar information and guidance in additional subsequent calls from another hcp and a boston scientific field representative. Another hcp contacted ts indicating they were unable to interrogate the pacemaker device. The hcp noted that the patient was being admitted to the hospital for a potential device replacement procedure. The device was subsequently explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported by a healthcare provider (hcp) that this pacemaker device exhibited a remote monitoring alert indicating that the device reverted to safety mode with limited critical pacing therapy still available. Boston scientific technical services (ts) discussed with the hcp the device safety mode parameters, specifically right ventricular unipolar sensing and pacing which allows for a greater chance of pacing inhibition occurring. The patient was noted to be pace therapy dependent. Ts provided guidance that the device should be scheduled for replacement as soon as possible. The hcp acknowledged understanding and stated they will communicate this to the following clinic right away. Ts provided similar information and guidance in additional subsequent calls from another hcp and a boston scientific field representative. Another hcp contacted ts indicating they were unable to interrogate the pacemaker device. The hcp noted that the patient was being admitted to the hospital for a potential device replacement procedure. The device was subsequently explanted and replaced the following day. No additional adverse patient effects were reported.